Manufacturer narrative:
Date of event: corrected from (B)(6) 2019/ to (B)(6) 2019.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.